Event description:
Same cases as 2134265-2014-08325 and 2134265-2014-08326. It was reported that an automatic pullback failure occurred. It was noted that an ilab ultrasound imaging system stopped or was unable to perform an automatic pullback, subsequently frozen image occurred. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).